Manufacturer narrative:
The pump was received with cracked case at display window corners. The pump was received with broken reservoir tube lip, belt clip slot and battery tube threads. The pump was received with slightly loose drive support disk. The pump was received with missing end cap sticker, corroded battery tube, and with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The customer states the battery cap was cracked. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.